Event description:
The customer reported false negative results with the binaxnow¿ covid-19 antigen self test multiple patients performed between (B)(6) 2021. This MFR. Report addresses patient 3 of 3. The customer reported two false negative results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample. The customer reported that herself and husband took the binaxnow¿ covid-19 antigen self test and both obtained negatives results. The customer reported that repeat testing was performed on (B)(6) 2021 with binaxnow¿ covid-19 antigen self test for herself and husband and obtained positive results. The customer also reported that her grandmother took the binaxnow¿ covid-19 antigen self test on (B)(6) 2021 on an unknown sample and generated negative results. The customer reported that pcr confirmation testing was performed for herself, husband and grandmother with an unknown sample on (B)(6) 2021 and all three test were positive. (CT values not provided) the customer shared that her garndmother, husband and herself took the binaxnow¿ covid-19 antigen self test because her grandfather tested positive for covid with pcr and expired. The customer confirmed that the her grandfather did not use the binaxnow¿ covid-19 antigen self test. No additional patient information, including treatment and outcome, was provided. This report is being submitted to address the user's grandma.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report numbers: 1221359-2021-02795 and 1221359-2021-02796.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.